Event description:
It was reported that: patient states the hip has dislocated twice since the surgery. Additional information received from broadspire on (B)(6) 2014: it was reported that the patient had a left hip revision surgery on (B)(6) 2014. Additional information as per sales rep. Adverse local soft tissue reaction & pseudo tumor s/p failed rejuvenate modular femoral component. Device recall due to mechanically assisted crevice corrosion.

Manufacturer narrative:
An event regarding dislocation involving a metal head was reported. The event was not confirmed. No devices or medical records were available for evaluation of the reported event. A review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history records confirmed there have been no other events for this lot. The exact cause of the event could not be determined because insufficient information was provided.